Manufacturer narrative:
Evaluation method code has been updated and corrected.

Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam was replaced to address the issue. Additionally, the service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed.